Event description:
It was reported that pump experienced malfunction alarm with resettable malfunction code, and no events occurred just before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was told to call back if malfunction happened again, which customer acknowledged and understood.